Manufacturer narrative:
Additional information received on (B)(6) 2010. Device evaluation: a visual evaluation of the returned device revealed that the working length of the push catheter was broken into three pieces. The proximal broken piece was buckled near the luer assembly. The proximal end of the guide catheter assembly was stretched and broken into three pieces indicating that force was exerted by the customer during deployment of stent. The stent assembly was attached to the push catheter via suture and was disoriented and kinked. The distal end of the guide catheter had kinks/bends indicating that the suture embedded inside the distal end of the guide catheter assembly during retraction or deployment activity. This may have potentially caused stretching / breakage of the guide catheter assembly and difficulty in deployment of stent. Based on the analysis of this device, the most probable root cause for this complaint is operational context.

Manufacturer narrative:
Additional information received on (B)(6) 2010. Device evaluation: a visual evaluation of the returned device revealed that the working length of the push catheter was broken into three pieces. The proximal broken piece was buckled near the luer assembly. The proximal end of the guide catheter assembly was stretched and broken into three pieces indicating that force was exerted by the customer during deployment of stent. The stent assembly was attached to the push catheter via suture and was disoriented and kinked. The distal end of the guide catheter had kinks/bends indicating that the suture embedded inside the distal end of the guide catheter assembly during retraction or deployment activity. This may have potentially caused stretching / breakage of the guide catheter assembly and difficulty in deployment of stent. Based on the analysis of this device, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, resistance was felt when the guide catheter was retracted for stent deployment. The guide catheter broke and the stent was unable to be deployed; however the broken pieces of the guide catheter remained within the push catheter allowing the device to be removed in one piece. The procedure was complete using a different device with no reported patient complications. The patient was reported to be in good condition after the procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, resistance was felt when the guide catheter was retracted for stent deployment. The guide catheter broke and the stent was unable to be deployed; however the broken pieces of the guide catheter remained within the push catheter allowing the device to be removed in one piece. The procedure was complete using a different device with no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
(B)(4): although the lot number is unknown, the complainant reported that the device was not used past the expiration date. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.